Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified vessel without tortuosity in the mid left anterior descending (mlad) artery. Prior to use the balloon dilatation catheter (bdc) was soaked in saline and was prepared (air aspiration) outside the anatomy. There was no resistance when the protective sheath was removed. After a stent was deployed, the 3.0x12mm nc trek bdc was used for post dilatation. However, during the first inflation at 15 atmospheres (atms) for five seconds, the balloon ruptured. There was no resistance during advancement and removal. Another same size nc trek was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.